Manufacturer narrative:
Concomitant medical products: product ID 37761 serial# (B)(6) product type recharger product ID 37751 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the recharger is not taking a charge when plugged into the ac power supply/desktop charger (dtc). Caller stated they think the issue lies with the recharger port. Agent reviewed the issue could be the metal connector pin at the end of the dtc. Caller does not have the equipment with them at the time of the call to inspect for damage. The caller was redirected to redirected caller to patient services once they have the equipment with them for further troubleshooting. Pt called back from number registered describing what pss also understood as the dtc connector pin had broken off and was stuck in the recharger (insr) connector port. Pt will call back monday if replacement does not resolve issue and to start process for conversion to wireless. No symptoms were reported. Pt rep called back stating that the replacement dtc did not resolve; recharger screen is still blank/unresponsive. Caller confirmed that the rubber flap does not fit flush when plugged into the connector port. Caller stated that the teeth are pushed to the opposite side of the white arrow. Agent reviewed it is likely the recharger that is damaged. Agent reviewed how to reset the recharger but caller is working right now and stated they will try that later. Agent reviewed wireless recharger transition and caller stated that is the best next step.